Event description:
It was reported that resistance was met when inserting this intra-aortic balloon due to premature unwrapping. Iab had been prepped per usual protocol. A new iab was then inserted. There were no further reported difficulties or patient complications.